Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(4) clinical study. This complaint is being reported based on the event of asthma exacerbation requiring medication to treat (exact type not reported). On (B)(6) 2017 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 following the procedure, the patient experienced asthma exacerbation. The patient was treated with systemic steroids, and a drug was administered or increased (excluding systemic steroids), although the exact medication type was not reported. Additionally, it was not necessary to extend hospitalization due to this event. On (B)(6) 2017 the patient had recovered from the event.